Event description:
It was reported that the infusion device was not delivering the insulin during the day resulting in high blood glucose levels, unconsciousness and finally hospitalization. The patient's daughter further informed that the patient was taken by an ambulance to the emergency unit of the hospital. After being treated and regaining consciousness, the mother was already insisting to be dismissed from emergency the same night. Nevertheless, the patient was still under treatment at the time the event was reported. She will be provided from the emergency service with insulin and pens for home. No details regarding exact treatment, nor further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
D4 - catalog no and unique identifier (UDI) # updated based on the returned product.